Event description:
The event occurred on an unspecified date and involved an unspecified plum 360 infusion pump. The customer reported that the device alarmed indicating that an infusion was completed 30 minutes early from the original one-hour duration that was programmed on the device. There was patient involvement and a delay in therapy, however there was no report of patient harm.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Corrected information can be found in the following fields: b4 - report date and g3 - date received by mfg.

Manufacturer narrative:
The device was not returned for analysis and evaluation. Therefore, visual inspection and functional testing were not performed. A 12-month service could not be performed because no serial number was provided. No event history was received from the customer, a review of the event history could not be performed; therefore, the reported complaint could not be replicated or confirmed. Since the device was not returned, no testing could be performed to determine if the device played a role in the reported issue. The complaint investigator reviewed the complaint record and re-iterated the customer's statement indicating that the issue was due to their very low rate of infusion and resetting volumes every hour. As the user increased the volumes to 6 hours, no issues were encountered. The investigation (via review of the complaint details) indicate that the potential cause of the customer¿s experience was most likely due to use error.corrected information can be found in d4 - catalog no. And g4 - PMA/510(k) #.

Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The customer provided additional information indicating that the issue was due to their very low rate of infusion and the resetting of volumes every hour. As they increased the volumes to six hours, no issues were encountered.